Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release.    All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported she received a message 'lo' (readings less than 40 mg/dl) for 5 days after application of adc freestyle libre sensor and obtained an unspecified "normal" capillary reading on an unspecified meter. On (B)(6) 2019, customer received a sensor scan of lo and ate a lot of "sweet food" until she experienced non stop vomiting. Customer was seen at a hospital where a reading of 15 mmol/l was obtained on the hcp meter compared to 4 mmol/l on the sensor. Customer was diagnosed with diabetic ketoacidosis and treated with unspecified units of insulin and IV drip. Customer additionally reported that she was not informed when she would get discharged from the hospital at the time of call. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified

Event description:
Customer reported she received a message 'lo' (readings less than 40 mg/dl) for 5 days after application of adc freestyle libre sensor and obtained an unspecified "normal" capillary reading on an unspecified meter. On (B)(6) 2019, customer received a sensor scan of lo and ate a lot of "sweet food" until she experienced non stop vomiting. Customer was seen at a hospital where a reading of 15 mmol/l was obtained on the hcp meter compared to 4 mmol/l on the sensor. Customer was diagnosed with diabetic ketoacidosis and treated with unspecified units of insulin and IV drip. Customer additionally reported that she was not informed when she would get discharged from the hospital at the time of call. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she received a message 'lo' (readings less than 40 mg/dl) for 5 days after application of adc freestyle libre sensor and obtained an unspecified "normal" capillary reading on an unspecified meter. On (B)(6) 2019, customer received a sensor scan of lo and ate a lot of "sweet food" until she experienced non stop vomiting. Customer was seen at a hospital where a reading of 15 mmol/l was obtained on the hcp meter compared to 4 mmol/l on the sensor. Customer was diagnosed with diabetic ketoacidosis and treated with unspecified units of insulin and IV drip. Customer additionally reported that she was not informed when she would get discharged from the hospital at the time of call. Based on the information provided, there was no report of death or permanent impairment associated with this event.